Event description:
A report was received stating that the tracheostomy tube was in use for an unk amount for an unk amount of time when the ventilator alarmed. Inspection of the device found the cuff leaking. No incident related medical sequela was reported.

Manufacturer narrative:
Smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.